Event description:
This ra lead was implanted on (B)(6)1993 and was capped on (B)(6)2018. A call was placed to technical services on (B)(6)2018 stating that patient had issues with this lead and scheduled for revision on (B)(6)2018. The physician was dr. Jamie molden at sutter medical center of santa rosa in santa rosa, ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).